Manufacturer narrative:
Investigation summary: the information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The consumer reported an unconfirmed false negative result with the binaxnow covid-19 antigen self-test performed on a nasal swab sample on (B)(6) 2022. The consumer tested with a different home rapid covid-19 test (manufacturer unknown) which generated a positive result. Although requested, no additional information was received.